Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump display was blank. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the customer changed the battery and the display returned. There did not appear to be any damage to the battery cap, battery compartment, or spring. However, when the customer attempted to prime, the insulin pump alarmed compromised force sensor system. The drive support cap was flush. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump was not returned for analysis.